Event description:
Info received from a literature article (jpn.j.cardiovascular journal, volume 40:193-196 issued 2011) stated a (B)(6) pt was admitted to the hospital for heart failure. Examination revealed aortic and mitral valve regurgitation. The pt underwent double valve replacement surgery due to paravalvular leak and received a 31 mm sjm mechanical mitral valve and a 25 mm sjm mechanical aortic valve. The pt then underwent two add'l double valve replacement surgeries due to paravalvular leak and non-infectious inflammatory disease. During the first of the add'l surgeries, the pt received a 27 mm sjm mechanical mitral valve and another MFR's aortic valve; during the second procedure, the pt received a larger 29 mm sjm mechanical mitral valve and another MFR's aortic valve. The pt then underwent two add'l mitral valve replacement surgeries due to paravalvular leak receiving this larger sjm 31 mm mechanical mitral valve and then again a larger 33 mm mechanical mitral valve. The pt was treated for non-infectious inflammatory disease. Although diagnosis was not confirmed, steroids administered were reported to have been effective for the pt. This is one of five MDR's. Please reference medwatch reports: 2648612-2011-00071, 00072, 00073, 00074.